Event description:
Information was received from a manufacturer's representative(rep) regarding an external device. The reason for call was rep reported that the patient had not been able to charge their implanted neurostimulator since a couple of days ago. Patient said the last time the patient charged their implanted neurostimulator was on friday and the implanted neuro stimulator charge was about 30%. Rep said the patient plugged the recharger into the controller and the paddle got hot when charging the implanted device, but now, the patient could not charge their implanted device at all. Patient got no device found and entered passive recharge mode, but got 0, 0, 0. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep stated that the patient received a return label but not a replacement recharger. Technical services (tss) submitted a second request for a replacement recharger to be sent to the patient.